Manufacturer narrative:
Diopter: +25.00 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found piece of one haptic is torn off and missing. Lens was returned dry. There was evidence of dry clear surgical residue on lens surface. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tf +25.00 se/2.0 diopter silicone single piece lens with toric optic. The lens was implanted in the patient's right eye. There was a capsule tear and a vitectomy was performed. The incision was enlarged to remove the lens from the eye and one suture was used. Cause of capsule tear was due to patient anatomy. A non-staar lens was implanted.